Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that starting yesterday they were getting "shocks in different areas" and stated when they have been trying to connect with their ins due to this pt's communicator is not connecting with their ins. Pt confirmed communicator is not plugged into the charger when trying to use it. Pt stated "a couple days ago the implant battery still said it was ok". Walked pt through trying to connect with their ins and pt reported getting no device found. Pt stated they can "feel a pulse" when it is searching for their ins. Pt confirmed they are using my therapy app, not micro my therapy app. Pt closed out of app and confirmed opened my therapy app, but continued getting no device found. Pt stated they do have a micro my therapy app, but confirmed they are not using that app. Pt continued getting no device found when trying to connect with ins despite closing out and opening my therapy app again. Pt continued getting no device found despite repositioning communicator on ins. Pt denied any recent trauma to implant site or falls. Pt confirmed can palpate ins but reported they feel a "little bump there" that pt noticed starting maybe 5 days to a week ago. Pt stated they are not sure if the implant was ever put in the right spot when they had it implanted because pt was "under" when they had the implant surgery (clarified under anesthesia). Pt stated following doi when they were doing exercise they started feeling stimulation more in their back instead of the front part. Pt reported now they are feeling stimulation in their "rear" and their right testicle and stated it is getting stronger and stated this is the location where pt is also feeling shocking sensation. Pt reported they felt a jolt on the call. Pt stated before they were feeling stimulation in pelvic area. Agent asked for event date and pt clarified this all started "from the beginning". Sent email to repair for communicator replacement per pt's request and reviewed for pt to follow up with hcp if not resolved with replacement. Redirected pt to hcp to discuss symptoms. Pt stated they don't have a current managing hcp in ny, but declined hcp listing when agent offered. Reviewed process to coordinate appt. With rep. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. An email was sent to the repair department.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family/friend of the patient. They called reporting the previously reported information in this case and stated that the patient had received the replacement but that had not resolved the issue. The caller requested to speak with a manufacturer representative (rep) to assist and patient services reviewed the process to coordinate an appointment with the rep. The caller stated that the patient did not have a health care professional (hcp) in their current state as the patient had been implanted in a different state. Patient services emailed hcp listings to the patient.